Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had 44000 error displayed on screen, which typically indicates a device sensing problem. There was unknown patient involvement and unknown patient harm/adverse event reported.

Event description:
Additional information was received that the issue was discovered during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
D9: 7/22/2025. One device was received for analysis of complaint that pump had 44000 error displayed on screen. Service history review identified this device has not been in for service previously. There was no firmware screen displayed on visual inspection. The reported problem was confirmed. Firmware was successfully downloaded, and the device passed all functional tests.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.